Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. A service history review revealed no previous service events were related to the reported condition. The reported condition of an f-49 alarm was not confirmed; therefore the cause could be identified. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.